Event description:
It was reported that the infusion set was leaking at the headset. The customer stated that the sets in this box and the previous box start to leak if he does a bolus over 10 units. The infusion sets were requested to be returned for product evaluation, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.